Event description:
The facility indicated that a nurse injured her leg when the intellidrive would not stop while going down an incline.

Manufacturer narrative:
The nurse alleged that while going down an incline, the bed accelerated and would not stop. She pulled back on the intellidrive handles and injured one of her shoulders and bruised her legs. The technician investigated and found that the bed functioned properly and could not duplicate the alleged maflfunction.